Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles inside the device, crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.